Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when an error message was observed. The corrupted egm was deleted. There were no complications for the patient.